Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as indentations and digging under wires, as well as a cut under the right breast area. The patient¿s physician prescribed a water-based lotion for the skin irritation. Follow up indicated that the skin irritation improved.